Event description:
Healthcare professional reported left side "slow leaks of saline implant". Device was explanted and replaced.

Manufacturer narrative:
Continued region/state e1: (B)(6). Continued postal code e1: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side "slow leaks of saline implant." Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Device has been explanted.